Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who provided instructions and assistance in resetting the pump. The issue did not recur after the reset, and the customer was informed to continue using the pump and to call back if the malfunction recurred.